Event description:
Customer reportedly obtained a blood glucose result of hi (greater than 33.3. Mmol/l) and 3.2 mmol/l within 10 minutes on the compact plus system. An add'l comparison reports results of hi (greater than 33.3 mmol/l) and 3.2 mmol/l within 10 minutes on the compact plus system. No treatment info provided. No adverse event reported. Requested return of suspect system, and replacement was sent.